Event description:
It was reported that an eclipse home pump 175ml/hr, filled with vancomycin 1.5 grams in 250ml swi-ns infused over 60 minutes instead of 90 minutes which is faster than the specified +/-15%. Lot: 0201259288. No adverse event to patient.